Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing no sound due to electrode migration. Programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient's electrode array was reinserted successfully. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activated. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.